Event description:
While using the medisystems streamline airless system set, expiration date 06/2012, for hemodialysis, our facility experienced defective bloodlines on a total different patients. There were no adverse effects to any of the involved patients. On the following dates, the diaphragm of the venous pod ruptured-one of these lines also had an arterial pod diaphragm rupture. These ruptures made it impossible to monitor system pressures and the lines were immediately replaced: 2009 lot #9065507 -6 lines. Two days later, lot #9065504 - 2 lines. The following day, two venous chambers were discovered missing the filtering screen. The filtering screen is needed to be sure that no blood clots, which may form in the extracorporeal circuit during treatment, are able to pass into the patient as their blood is returned. Dose or amount: na. Dates of use: 2009. Diagnosis or reason for use: performing hemodialysis.